Event description:
It was reported that pump display showed only backlight with no graphics, and display issue affected ability to read and interact with pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, the customer reverted to an alternate method of insulin therapy.